Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle device after a diagnostic procedure with 5f sheath. Reportedly, during deployment, the physician noted difficulty removing the prostyle device with the lever in the down position. Upon attempting removal, a suture break occurred. To retrieve the broken component, the physician obtained access via the left common femoral artery (lcfa) using a 7f sheath and successfully removed the separated segment from the right access site. The physician noted that the anterior footplate was partially up resulting in vessel damage to the rcfa. A covered stent was placed to seal the perforation, and manual compression was applied to the lcfa access site. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported suture separation could not be confirmed as the suture was not returned for analysis. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of perforation is listed in the prostyle instructions for use as a potential adverse event associated with use of vessel closure devices. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device condition indicates an anterior disengagement possibly occurred during plunger retraction (step #3) which likely appeared to the user as a suture separation. Interaction with the suture/ link may have prevented the foot from fully closing and subsequently contributed to the reported difficulty removing the device. The reported patient effect of perforation is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - primary UDI number: updated from (B)(4) to (B)(4) h4 - device MFR date: updated from 10/16/2025 to 10/30/2025.